Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and mesh was implanted. Following the procedure, the continence did not improve and the patient had to see a doctor. The mesh exposure was noted and the patient underwent a cystoscopy along with removal of exposed mesh. Additional information has been requested.